Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged at the back of the casing and belt clip railing. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. It was not reported if auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The product will be sent back for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was not reported whether or not auto mode feature was on at the time of the incident.